Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies found, but helix/lobe distorted/bent, along with blood on the helix; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, there was some dififculty introducing the lead through the 7 fr introducer, and when the lead was in place it was not possible to turn the lead to the free lateral wall. Upon removal, the helix was noted to be "extracted". The lead was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".